Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify unexpected restart alarm due to no button response. No moisture damage on electronics noted. Insulin pump received without original belt clip slot. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that she was attempting to give herself a bolus when the numbers on the screen began to scroll. Customer also stated the buttons on the insulin pump's keypad were unresponsive. Blood glucose level at the time of the call was 99 mg/dl. No further information was provided.